Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking/stabbing pain when he leaned back onto his implantable neurostimulator (ins) site. The patient also experienced pain on the right side of the implant. It was noted he also had frequent falls due to a history of epilepsy. Impedance testing showed impedances were normal and it was noted that stimulation hadn¿t changed. There was no action required as a result of the event. The cause of the issue was not determined but the issue was not resolved. At the time of the report the patient was alive with no injury. The manufacturer¿s representative (rep) later reported that there was a (B)(6) or greater symptom reduction. The physician felt the pain wasn¿t coming from the ins and was going to attempt doing an injection in the area of pain to see if that would relieve the symptoms. The rep. Had not seen the patient since the reported event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient's clinic reported that the device was explanted because the therapy was not working for the patient anymore.

Event description:
Additional information received in response to follow-up reported that there was not a 50% or greater reduction in symptoms. The patient complained of low back pain and right leg pain at their (B)(6) 2015 visit. There was no mention of pain at the implantable pulse generator (ipg) site in the dictation. A trans lumbar epidural steroid injection was ordered and completed on (B)(6) 2015. The patient was noted to not be recovered and the symptoms/issue was ongoing. The patient still had a complaint of pain at the ipg site. It was noted to be device related and no reprogramming was needed. There was no loss of therapeutic effect or stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.